Event description:
Case 2 of 5. Our rep reports to us that one of his accounts, a surgeon, recently stated that he had 4 cases within the past 2 years of post-operative reaction and re-surgery that were not previously reported to mitek. The only details given were that they were all similar to the event reported in MDR 1221934-2009-00065. No other details were made available. [MDR 1221934-2009-00065: had a case where the pt had a reaction to what they believe to be mitek fixation devices underwent an acl repair sometime within the last 2 years, and at some time subsequent to that the pt presented with; leaking and oozing at the wound site, tenderness and redness at the wound site and the wound was not healing. At some point, a re-surgery was performed and the original fixation devices (undefined biointrafix screw and sheath and undefined lot #s) were removed. The surgeon flushed with antibiotics, found no need at that time to re-fixate (felt that the original fixation repair had taken hold). The surgeon does not believe that this is an infection but rather a reaction to the fixation devices. The removed fixation devices were cultured, test results unknown. Present status of pt unknown.] See also associated mdrs 1221934-2009-00065, 00066, 00067, 00069, 00070, 00071, 00072, 00073 and 00074.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.